Event description:
A medical center in (B)(6) reported to a distributor that the port of an mr290 vented autofeed humidification chamber had "melted and occluded the flow". It was further that the subject chamber was being used with heated high flow therapy when the reported fault was observed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for inspection as it was destroyed at the medical centre. An attempt was made to obtain additional information regarding the reported fault but no response was received from the distributor. Our analysis is accordingly based on the event description and photographs provided by the medical centre to the distributor. Results: the photographs showed that one of the chamber ports was damaged. Cracks and stress marks were also visible around the damaged port. The medical centre also reported that the incident "happened when providing heated high flow therapy to a patient". A lot check revealed no other complaints of this nature for lot number 121203. Conclusion: without the complaint device or additional information from the distributor or medical centre we are unable to determine the root cause of the reported fault. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject mr290v chamber was damaged after it was relesed for distribution as the medical centre reported that it became damaged during use on the patient. No patient consequence was reported as a result of this incident. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". - "ensure there is a wate supply connected to the chamber and that water is present within the chamber." - "set appropriate ventilator alarm". - "perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient". Destroyed at the medical centre.

Event description:
A medical center in (B)(6) reported to a distributor that the port of an mr290 vented autofeed humidification chamber had "melted and occluded the flow". It was further that the incident "happened when providing heated high flow therapy to a patient". No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint mr290v vented autofeed humidification chamber from the medical center. We will provide a follow-up report once we have received the complaint device and completed our investigation.